Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the inner thighs and banana roll using a cooladvantage applicator. About 6-7 months post treatment the inner thigh treated area became firm with visible enlargement. On (B)(6) 2o21 the patient was assessed by a nurse practitioner and was diagnosed with paradoxical hyperplasia (ph) to the inner thighs.